Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year old caucasian female patient underwent breast augmentation revision with two unspecified mentor gel implants and suffered bilateral breast implant ruptures, post-operatively. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2022. The replacement devices were: (left) 650cc mentor memorygel breast implant, catalog: 3506504bc, lot: 9760786, sn: (B)(4) and (right) 700cc mentor memorygel breast implant, catalog: 3507004bc, lot: 9752727, sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On january 3, 2023, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating the patient's correct date of birth was on (B)(6) 1966. On january 10, 2023, the product investigation was completed. Device investigation summary: the product was returned to the mentor for evaluation. The mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex gel 500cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.